Event description:
As reported, the patient presented to the surgeon with complaints of pain. The patient had undergone a ventral hernia repair procedure approximately three (3) years prior, performed by a different surgeon, during which a ventralight st mesh with echo 2 positioning system device was implanted. A subsequent CT scan ordered by the treating surgeon identified that the nitinol wire (echo 2 positioning system) had been retained in the patient following the original procedure. At this time, no additional surgical intervention has been scheduled, as the patient has expressed reluctance to undergo further surgery.

Manufacturer narrative:
As reported, the patient had undergone a ventral hernia repair procedure approximately three (3) years prior, during which a ventralight st mesh with echo 2 positioning system device was implanted. A subsequent CT scan ordered by the treating surgeon identified that the nitinol wire (echo 2 positioning system) had been retained in the patient following the original procedure. The echo 2 positioning system, which includes the nitinol deployment frame, is intended solely to facilitate placement of the mesh and is required to be removed following positioning and fixation. Based on the provided information, the patient¿s reported pain is most likely attributable to the retained echo 2 positioning system component left in vivo during the initial procedure. This event is determined to be use-related, as the device did not malfunction and the instructions-for-use instructions regarding removal of the positioning system were not followed. A review of manufacturing records could not be performed as the lot number was not provided. Note, the date of event (06-may-2026) is considered to be the best estimate. The instructions-for-use supplied with the device adequately describe the proper technique for removal of echo 2 positioning system frame. The warning section states, "ventralight st mesh is the only permanent implant component of the device. The echo 2 positioning system (which includes deployment frame, center hoisting suture and all connectors) must be removed from the patient and appropriately discarded. It is not part of the permanent implant." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.